Event description:
(B)(6). Date of event....best estimate (B)(6) 2013. According to the information received, perforation of the bowel was reported due to assymetic ballooning of the peristeen catheter. It was reported that there was an abcess in the patient's abdomen, outside of the peritoneum. The perforation was just at the place where the catheter tip touched the intestinal wall.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available, a follow up report will be submitted.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available a follow up report will be submitted. Follow up 1: a medical review was performed by coloplast. According to the IFU bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. In this case the end-user has experienced perforation of the rectal wall and perirectal abscess which was subperitoneal. The perforation was just at the place where the catheter tip touched the rectal wall because of the asymmetric balloon. The hospital has done some research and found out that by putting one finger on the catheter tip by a solid output the balloon gets asymmetric. Please note that the recommendation is to clean-out the rectal ampulla if this is filled with faeces before tai. The end-user has had previous surgery where rectum and things around there has been removed several years ago i.e, rectal resection. Indication for tai is fecal incontinence. End-user has no sensation down there. There is no information about any local direct trauma from catheter insertion or relation of perforation to rectal anastomosis. Additional information provided indicates that end-user had a final update with his surgeon and everything is fine. He will continue with anal irrigation but with another system and with the use of some syrup that softens his output.

Event description:
(B)(6). Date of event best estimate (B)(6) 2013. According to the information received, perforation of the bowel was reported due to assymetic ballooning of the peristeen catheter. It was reported that there was an abcess in the patient's abdomen, outside of the peritoneum. The perforation was just at the place where the catheter tip touched the intestinal wall.